Manufacturer narrative:
Pump passed displacement test. Pump failed self-test due to receiving pump error 63 while testing. No audio/vibrate anomaly/absence of alarm anomalies noted in setting changes. Successfully utilized download history files and trace files using thus and carelink. Pump error 63 alerted on (B)(6) 2024 07:35:32.000 with variable (3). Pump error 63 (variable 3) alarm due to hardware anomaly (line number = 367 and file number = 37). Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and lcd assembly. Unable to test p-cap or reservoir lock due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, label damage (stained and faded), detached retainer and missing o-ring (reservoir tube). Pump error 63 alarm confirmed due to moisture damage. Audio/vibrate anomaly/absence of alarm not confirmed. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed due to pump not passing p-cap lock test. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed a hardware low level failure during self-test. The customer was able to successfully clear the alarm, however, the customer was unable to complete pump rewind. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.